Event description:
Patient reported right side "pain, swollen lymph nodes, an eye twitch, a toe twitch, tiredness and possible exchange". Device remains implanted. "Toe twitch, an eye twitch, tiredness" are not considered to be device related.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, swollen lymph nodes, an eye twitch, a toe twitch, tiredness and possible exchange".